Event description:
Per user facility report# 0300640000-2005-8005: a pt had an abnormality of the sphenoid sinus noted on a CT and an MRI. The pt had a history of leimyosarcoma of the retroperitoneum. The mass was biopsied using a transeptal approach. During the procedure, a 3mm transphenoidal curette was used. The tip broke off the curette and the operating surgeon was unable to locate it. A c-arm was brought in but followed the x-ray, the tip was found on the drape. The x-ray showed nothing was inside the pt. The pt was determined to be uninjured.